Event description:
Customer reported via phone call indicating a motor error alarm during priming and a threshold suspend when blood glucose was not low. Customer's blood glucose was 183 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced and to revert to back up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump passed displacement, basic occlusion, prime/a33, excessive no delivery and occlusion tests. The insulin pump has cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corner and minor scratches on display window noted.